Event description:
Rpeort received indicated that balloon burst at 6 atm.during a percutaneous transluminal angioplasty and after crossing the right renal artery stenosis with the (palmaz blue 6x 12mm) through a long sheath without complication the pta balloon burst, the product was prepped per the instruction the pta balloon burst. The product was prepped per the instructions for use. There 50%-50% concentration of saline and contrast used with balloon. Balloon was retrieved through the sheath without difficulties. Another balloon was use to end procedure successfully and two other stents were also implanted as part of the original medical treatment. There was no pt injury reported. This product has been returned for evaluation and testing, however the engineer's rpeort is not yet complete.